Event description:
Reporter stated that caller from facility reported that unit malfunctioned immediately after successfully compounding tpn solutions. The user had just placed a new empty bag on the unit and was preparing to manually program the unit for compounding when all 6 motors began to run on their own and all the displays went blank. The power was recycled and as soon as the power was turned on the motors started turning and the displays were blank. There were no alarms. The user was advised not to use the unit, which was sent to product services for evaluation. No pt involvement.